Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the returned product/provided pictures identified the screw shows signs of attempted use including marking and scratching on the screw head. Further review shows that the screw has fractured just below where the screw head meets the screw shaft. Sem analysis revealed predominantly elongated dimple patterns across the fracture surface. These dimples exhibited a directional transition forming a circular pattern centered around the screw's longitudinal axis. Such features are characteristic of a ductile torsional overload failure mode. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is confirmed by returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure involving the placement of a neuro screw, the screw fractured while being inserted into the bone flap. The procedure was successfully completed without an alternate screw. There was no patient injury associated with this event. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.